Event description:
Caller states the patient tested 2.3 inr on the coaguchek xs system and 1.8 inr on the coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch for suspect device in the coaguchek s system.